Manufacturer narrative:
Medwatch sent to FDA on 7/13/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tissue loss, volume loss in addition to diffuse atrophy of buccal fat pad and preauricular fat pad are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported treating a patient that was injected with unspecified juvederm voluma in the cheeks by another injector. Within 4 days, the patient found that the areas "had been atrophic." The "volume that had been corrected has been lost plus additional tissue." The event was described as a "diffuse atrophy of the lateral buccal fat pad as well as the preauricular fat pad so that the strap muscle of the zygomaticus major is what is holding up cheek." There was no redness, swelling, induration, or any other cutaneous changes. Five weeks later, the patient had another injection with 3 syringes of product in the same areas and surrounding sites. The patient again had a similar result with no inflammatory process. The patient may have polymyositis but has no history of inflammatory changes or any episode suggestive of panniculitis. Patient was last seen the following year after the initial injection. The status of the symptoms are not known. This is the same event and the same patient reported under MDR ID #3005113652-2016-00567 ((B)(4)). This MDR is being submitted for the second suspect product, the unspecified product injected five weeks after the initial injection, also a device manufactured by allergan.